Event description:
It was reported that the lead tip, specifically the electrode part of the lead, was bent. No environmental or external factors contributing to the issue were identified, and no diagnostics or troubleshooting have been performed. No interventions have been taken to address the issue, and it remains unresolved. Further information may be available from the healthcare professional and should be obtained directly. (B)(6) 2025. An_rp (rep): no new information.

Manufacturer narrative:
Continuation of d10: product ID neu_stylet_acc. Serial# unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID# b3301542, s/n:(B)(6) the lead distal end, with the stylet withdrawn, conforms to the specified diameter of ø0.0525 mm (+0.0020, -0.0005) continuation of d10: product ID b3301542, lot# serial# (B)(6), product type lead product ID b3301542, lot# serial# (B)(6), product type lead product ID neu_stylet_acc lot# serial# unknown, product type accessory product ID neu_stylet_acc lot# serial# unknown,product type accessory product ID neu_stylet_acc lot# serial# unknown, product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: device ID#: b3301542 s/n:(B)(6). The returned lead passed all laboratory testing, and no anomalies were identified. The lead distal end is within the specification of 0.005¿ continuation of d10: product ID b3301542. Serial# (B)(6): product type lead product ID b3301542. Serial# (B)(6): product type lead product ID neu_stylet_acc. Serial# unknown: product type accessory product ID neu_stylet_acc. Serial# unknown: product type accessory product ID neu_stylet_acc. Serial# unknown: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.